Event description:
Caller reported occurrences occlusion alarms. There was no adverse impact to the customer's blood glucose level. A systems check was performed with tandem technical support and no issues were identified.